Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited loss of capture and no pacing spikes were noted on the electrogram. The patient's heart rate was around 30 beats per minute. A chest x-ray was taken and exhibited no anomaly. The lead was explanted.